Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5, coaptation gap, and diminished septal leaflet at anterior septal (a/s) commissure. A triclip xtw was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a second triclip was inserted and advanced to the tricuspid valve. However, the clip was unable to be deployed due to the remaining anatomy. Therefore, the clip was removed from the patient, and the procedure was completed with one clip implanted. The tr remained at a grade of 5. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and difficult or delayed positioning are related to challenging patient anatomy. The reported tr is a cascading event of the slda. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: difficulties grasping the leaflets occurred with the first triclip xtw implanted, and difficulties grasping and capturing the leaflets occurred with the second triclip xtw.